Manufacturer narrative:
(B)(4). This complaint was for a check patient line alarm with air in the patient line. The complaint was not confirmed. The cause of the alarm and air was undetermined because the sample was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report is for issue of air in patient line. The customer contacted baxter's technical service center to report a check patient line which occurred on home choice (hc) on during use during initial drain. The home patient (hp) stated the hp was connected at the time of the alarm and stated that there was large amount of air in the patient line. The baxter technical representative (tsr) assisted the hp to end therapy and restart therapy with new disposables. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.